Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive. It was noted that the keypad was missing/peeling and torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: during investigation, the keypad was found to be torn at the up arrow button. The complaint of under-responsive up arrow and down arrow buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and there was no evidence of contamination found under the keypad button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.